Event description:
It was reported that during a pta treatment procedure, ultra thin diamond balloon removal difficulties were encountered. The calcified, 75% stenotic lesion was located in the non-tortuous left common iliac to external iliac arteries. The physician used a medikit 8fr 45gc parent angled sheath and a contralateral approach. The lesion was predilated four times at 6-15 atms with the ultra thin diamond balloon. When the physician attempted to remove the balloon from the sheath after predilatation, it became caught in the sheath. Therefore, it was removed from the body as a unit with the sheath. The balloon was not fully re-wrapped, so the balloon catheter shaft was cut with scissors, so the balloon could be released from one end of the sheath and the remaining balloon shaft removed from the other end of the sheath. The sheath was reinserted into the body and the procedure was completed without further complications. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.